Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The (B)(6) reported, my bottom teeth are now jabbing into the back of my top teeth. The dentist has said, it has already started to cause chipping on my bottom teeth. I also, cannot fully close my mouth, due to my bite being off. And the aligner doesn't fit correctly. 5/16/24, the (B)(6) attached a letter of recommendation. 7/8/2024, the (B)(6) attached a new letter stating, that they must cease treatment. The clinician reviewed the information, including the letter of recommendation and additional details. The letter of recommendation indicated, that the dentist recommended discontinuing treatment, due to malocclusion, mandibular crowding and large fractures. As a result, treatment was ceased. And the patient was refunded.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.